Manufacturer narrative:
According to the information received this case would be related to a localized vascular complication which are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside of us, in turkey. On (B)(6) 2023, the turkish distributor notified us of an adverse event following the use of a rha 3 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 0.2 ml of rha 3 on both side of the upper lip. Immediately, the practitioner noticed a vascular complication described as "venous procedure" which extended from philtral columns on the upper lip to the nasal area. As a corrective action, immediately hyaluronidase was administered (3 times for a total of 450 iu with an interval of 15 min between each injection), along with: -antibiotic treatment (ciprofloxacin 750 mg 2 times daily) -dexamethasone (decort 4 mg 2 times daily) -thiocilline eye ointment, and nitroglycerin ointment finally, on (B)(6) 2023, we were informed that the symptoms have subsided completely, and the patient was fine without further complication.